Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a duplicate of pr# (B)(4), MDR# 1218950-2015-02138.

Event description:
The customer the battery gives an error. There was no reported adverse patient impact.